Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted packaging components for the 623401r srom nrhfem w/pin med rt 71x66 confirmed the reported damaged packaging. A search of the complaints databases against the product/lot code combination finds no other reports. However, a trend of this issue has been previously identified. On february 24, 2014, depuy issued a voluntary device recall notice as it was identified that a potential for holes to develop in the inner and outer flexible pouches that form the sterile barrier exists. The root cause is attributed to packaging design in conjunction with increased distribution cycles. Reference (B)(4). Based on the performed investigation, the need for further corrective action has not been identified. Continue to monitor for trending via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before starting the case the surgeon had doubt on the packing weather the medium femur has sterility issue because of the packing, so the package was opened and checked. Unfortunately the sterile pack was damaged.